Event description:
It was reported that during device interrogation in the clinic, an out of range message was reviewed, which indicated this right ventricular (rv) lead exhibited high shock impedances out of range eight months prior. Nonetheless, the shock lead impedance has been within range most recently. Technical services (ts) recommended to continue monitor the rv lead. This rv lead remains in service. No adverse patient effects were reported.